Event description:
During physical therapy of patient by therapist, right lower extremity PICC line became severed at the t-connector and infant began to bleed from tubing break. Pt alerted bedside nurse who immediately responded held pressure over insertion site and replaced damage tubing with new sterile tubing filled with normal saline. PICC flushed well with 10ml syringe of normal saline. Line secured, infant calmed and allowed to rest/recover then entire dressing removed per PICC team rn, site cleaned and sterile occlusive dressing reapplied. Md notified of incident, no new orders obtained.